Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while cutting the rectum, the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire. The device was replaced to resolve the issue. There was no patient injury.